Manufacturer narrative:
(B)(4). Anvil. The analysis found that one (B)(4) device was received with a cartridge reload loaded on the device and the I-beam pulled through the anvil deck. The device could not be functionally tested, the knife could not be returned and the device could not be opened. One possible cause for the damage may be that the device was clamped over a very hard object. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, they were using the echelon stapler vaginally. Before the echelon was fired a kelly clamp was placed along the board ligament. The echelon was brought in medial to the clamp, between the clamp and the uterus. When the echelon was clamped down, the distal end of the device may have been closed on the clamp. On the second firing of the echelon the jaws were locked shut and would not open. When the surgeon closed the closing lever they felt a pop. They continued to complete the firing sequence. After the first full firing stroke, they fired the second stroke; heard a crunching sound and the force to fire was high. They attempted to fire the third stroke and the firing handle would not move. It was completely locked. They attempted to change the knife blade direction by dropping the red lever and pulling the knife blade back but it would not move. Several attempts were made to open the jaw but they would not open. The device jaws eventually slid off the tissue with backward traction. There was no patient impact. The device jaws remain closed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.